Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a much lower fill estimate than caller¿s expectation despite proper cartridge preparation. There was no reported impact to the customer¿s blood glucose level. Caller, with guidance from technical support, reloaded same cartridge, disconnected and delivered a test bolus to update insulin estimate, and after these steps the fill estimate aligned within acceptable range and issue was resolved.